Event description:
As reported by our european affiliates, during implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, the valve had optimal placement but presented with free transvalvular regurgitation most likely due to an immobile leaflet which could not be mobilized by several passages with a pigtail catheter, causing a short episode of hypotension. It was decided to implant a second 23mm s3u, which functioned properly.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. Procedure angiography was received and evaluated. The following was revealed: high degree of aortic valve calcification with extension into the lvot and a central leak of contrast was observed. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. While IFU/training manuals are not listed in the technical summary written by edwards lifesciences, a review of the instructions revealed similar contents as documented in the technical summary; therefore, the technical summary remains applicable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'deployed valve exhibits central regurgitation' confirmed based on provided imagery, however, the complaint for 'leaflet motion restricted-in patient' was unable to be confirmed due to lack of evidences per provided imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, 'during the procedure, the valve had an optimal placement but presented a free transvalvular regurgitation, most likely due to an immobile leaflet which could not be mobilized by several passages with a pigtail catheter'. Per imagery review, there is a high level of aortic valve calcification with extension into the lvot. During deployment, the leaflets were likely impinged by the significant calcium at the landing zone, which can restrict thv leaflets motion preventing them from proper coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Technical summary is applicable to this reported event because leaflet impingement due to calcification was identified as potential root causes of central regurgitation. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.